Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient never showed for her follow up, so as far as the doctor knows the patient is fine.all other information is unknown and unavailable.